Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, h6, and h11. Upon investigation of the actual device used in this incident it was determined that system windows updates are not processed and delayed user login. The technical service specialist found the problem would be related to windows corrupt. A field service engineer found that the station needed wsus and eset after reimaging. Remoted in to reboot system after update. Deployed eset version 11 package manually to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-nov-2022 to 21-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported when using the bd pyxis anesthesia es system windows updates are not processed and its delaying user login. The customer added that they were able to obtain the medicine from alternate means. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis anesthesia es system windows updates are not processed and its delaying user login. The customer added that they were able to obtain the medicine from alternate means. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated adverse event problem(refer to coding manual). Section h11 - updated - upon investigation of the actual device used in this incident it was determined that the windows updates were not sent and processed. The technical support specialist re-imaged, installed new hard disk drive and rebooted the system to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.